Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to cautery during open heart surgery. A lead integrity alert (lia) triggered for high rate non-sustained tachycardia (nst) episodes and sensing integrity counter (sic). Artifact was noted on the atrial and ventricular channels at the time of the therapy. Slight decreases were noted on the right ventricular (rv) lead impedance trend graphs since the shock. The implantable cardioverter defibrillator (ICD) and rv lead remain is use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.